Event description:
It was reported there was a power on reset (por) noted. The patient had turned therapy off for a while and when they turned the device back on the saw the por message. It was noted, the por messaged was cleared. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3550-39 lot# n306062, implanted: 2011 (B)(6), product type accessory product ID, 3550-39 lot# n243316, implanted: 2010 (B)(6), product type accessory product ID, 3550-29 lot# n243113, implanted: 2010 (B)(6), product type accessory. (B)(4).